Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken black conductor wire. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was no damage out of the ordinary. The damage was first observed intraoperatively, but it is unknown what surgical task was being performed when the issue was identified. It was noted that the grip wire was broken in half and not the conductor wire. There was no information regarding loss of cautery during the procedure and the instrument has been returned to isi. There are no photographs or video for evaluation and patient demographics were not provided.